Manufacturer narrative:
The available details indicate that during the test the device reports battery failure (replace battery). Multiple good faith efforts were made to obtain additional information associated with this complaint evaluation, but there is no additional information available. The device has not been made available to philips, so visual and functional testing could not be performed. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available and the testing conducted, we were unable to determine the cause of the reported problem. The reported problem is not confirmed.

Manufacturer narrative:
The health impact code grid is corrected since patient information is corrected to "no patient involvement".

Manufacturer narrative:
Reporter information: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that during the test the device reports battery failure (replace battery). There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.